Manufacturer narrative:
Date of event estimated. Further information requested but not received.

Manufacturer narrative:
Correction: after additional follow-up it was found -section h6 - method code is 4114 rather than 4117.

Event description:
Additional information found the patient had their system explanted on (B)(6) 2020.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient stopped recharging her ipg as recommended. In turn, her ipg became unable to successfully communicate with her external devices due to being inoperable. As the result, the patient may undergo surgical intervention to address the issue.